Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a disappearing image during angulation in the up/down direction and an e216 scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch the date should be 19 july 2024. Additional information added to fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction for both events: it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event for both phenomena can be detected and/or prevented by following the instructions for use which state: instructions, operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.